Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the initial functional testing and archive review. The root cause for the ua45 error message was due to the driveshaft not being at home position which is likely attributed to user error. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Upon visual inspection, cracked front enclosure and broken battery lock were observed likely due to user mishandling such as a drop. In addition, stiff manual rotation of the driveshaft was observed due to old style clutch and integrated encoder gearbox. Root cause of the old style clutch and integrated encoder gear box due to wear and tear. This observation is not related to the reported complaint. The autopulse platform was manufacture in 2007 and is 13 years old, well beyond the expected service life of 5 years. During archive data review, multiple ua 45 error messages were observed. During functional testing, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" upon powering on. The root cause for the ua45 error message was due to the driveshaft not being at home position. Using the administrative menu, the driveshaft was readjusted back to home position. After clearing the ua45 error message, the autopulse did not power up during run-in test due to a defective power distribution board, this observation is not related to the reported complaint. The root cause was due to wear and tear due to the age of the device. After replacing the clutch, encoder gearbox, power distribution board, front enclosure and battery lock; the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical records were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
After patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after poweron/restart) error message after replacing the lifeband. The crew was unable to clear the ua 45 message. No patient involvement.